Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a wrist arthroscopy procedure, when the wand was connected to the vaporizer it showed 0 in cut and 0 in coagulation, it was attempted to manually raised it and with the pedal but it did not work. The procedure was successfully completed with a delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The block connector has bent pins. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to the connector having bent pins. The pins were not able to manipulate to original position for testing. The wand will not connect to controller with bent pins. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.